Manufacturer narrative:
"Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that 4 unspecified bd connecta leaked (1) or had kinked tubing (3) during use. The following was reported by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of leakage (1) and kinked tubing (3)."

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that 4 unspecified bd connecta leaked (1) or had kinked tubing (3) during use. The following was reported by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of leakage (1) and kinked tubing (3)."